Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction and thrombosis occurred. The target lesion was located in the left circumflex artery. A 2.25mmx16mm synergy¿ stent was deployed in the target lesion. However, within one week, the patient was urgently transported to the hospital due to acute myocardial infarction. Thrombosis was suspected. The patient was treated with a non-bsc balloon catheter, a non-bsc drug coated balloon and non-bsc intravascular ultrasound. No further patient complications were reported.